Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced multiple occurrences of the same malfunction and was instructed to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump.